Manufacturer narrative:
H6 component code: g01003. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review. Return testing was not completed as returns were not available. A ticket search determined normal complaint activity for the lot. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 22154ui02 and the complaint issue. Labeling review concluded that the issue is adequately addressed. The overall performance of architect total -hcg reagents in the field was reviewed using worldwide field data and suggested that the performance of the lot is acceptable. Based on our investigation, no systemic issue or deficiency of the architect total -hcg reagent lot was identified.corrected information found in section d3 phone number and email, and section g1 mfg site email.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Was this device serviced by a third party? No. Patient identifier: multiple sids for one patient, sid (B)(6) and sid (B)(6) . All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result on a (B)(6) year-old female patient. On (B)(6) 2021 , sid (B)(6) generated an initial result of 260.18 miu/ml (>/= to 25.00 miu/ml is positive); the same sample was repeated sid (B)(6) <1.2 miu/ml (</= to 5.00 miu/ml is negative). No impact to patient management was reported.